Manufacturer narrative:
The field service engineer found the cell blank water was overflowing into adjacent cells. He adjusted the cell blank water to specifications and the customer ran qc with results within specified ranges. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results and issue with qc results for other assays from the cobas 8000 c702 module. The samples were repeated on another analyzer. Sample 1 initial result was 5.3 mg/dl and the repeat result was 7.8 mg/dl. Sample 2 initial result was 2.9 mg/dl and the repeat result was 7.9 mg/dl. Sample 3 initial result was 4.1 mg/dl and the repeat result was 8.6 mg/dl. The repeat results were believed correct.